Event description:
It was reported that during an esophagoplasty procedure, the device did not work in its first use. The equipment was tested with another device, which worked properly. There was no reported consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and gouged. The device was tested and it energized properly. However, due to the damage to the blade, it was determined that the device was non-functional. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The identified blade damage may have occurred from external contact during pre-op or general use. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." The batch history records were reviewed with no anomalies noted during the manufacturing process.